Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided post-procedural device imagery was reviewed and the following was observed: sheath distal tip appears to be torn radially with stretching noted along the tear. Imagery of the patient's anatomy was provided and the following was observed: tortuosity present in the patient's right access vessel. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The torn sheath tip was confirmed based on the provided device imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by other manufacturing-related factors. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 23 sapien 3 ultra resilia valve, resistance was encountered when advancing the commander delivery system out of the 14fr esheath+. Upon the delivery system reaching the tip of the sheath, the physician noted feeling the device catch during advancement. The physician pushed with slightly more force and felt the sheath "give". The distal tip of the 14fr esheath+ tore. The valve was successfully implanted. There were no difficulties during delivery system withdrawal through the sheath or during sheath removal. The patient remained in stable condition at the end of the procedure. No patient injury was reported.